Event description:
On 04/04/2023, hcp reported to our company sales representative about a patient who had undergone pdo threads implantation in their neck area in (B)(6) 2023. The hcp informed that one thread had pierced through the skin the following day, causing pain at the distal end. The pdo thread was palpable, and as a result, threads were removed. The first removal occurred during the first week of(B)(6)2023, and the second removal was performed on (B)(6) 2023. 04/18/2023, the patient was reported to be doing well, according to our company sales representative.